Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed through a physical and computed tomography. As a result, an explant was performed on (B)(6) 2022. See 1645337-2022-00206 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on january 24, 2022, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the manufactured date provided occurs after the implant date provided. However, this is the only information available to mentor at this time. If additional clarification is received in the future, then a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).